Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the connector on the backlight pcba being disconnected to the led lcd cable assembly. When reconnected the touch screen powered into the user mode successfully. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the connector on the backlight pcba being disconnected to the led lcd cable assembly. When reconnected the touch screen powered into the user mode successfully. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that on start-up the touch screen on the avea ventilator is blank. The customer advised there was no patient involvement associated with this event.